Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that there was a brownish dirt in the nozzle. Component analysis of brown dirt revealed that they were proteins, organic silicones and iron oxide. The manufacturing record was reviewed and found no irregularities. Omsc presumed that each component was found due to following possible causes. Proteins: blood or other body fluids. Organic silicone: antifoaming agent. Iron oxide: rust generated by the adhered body fluid not being washed.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, air and water could not be supplied. There was no report of patient injury associated with the event. The subject device had been reprocessed using end cleanse. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that there was a brownish dirt in the nozzle.